Event description:
A double lumen cook catheter inserted in a 77 year old female patient on december 6, 1991. On march 30, 1992 when the attending physician attempted to removed the central line, the catheter broke. The patient was taken tote operating room for removal of the remaining piece. The catheter was not retained. The patient was discharged to a skilled nursing facility in stable conditiondevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, other. The device was destroyed/disposed of.